Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Retention test strips (lot 330462) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:08 a.m. The laboratory result was 1.8 inr and at 10:30 a.m. The meter result was 2.3 inr. On (B)(6) 2019 at 10:15 a.m. The laboratory result was 1.9 inr and at 10:45 a.m. The meter result was 2.5 inr. The patients therapeutic range is 2.0-3.0 inr.